Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05550, 2017865-2020-05551. It was reported that the patient presented with a presumed infection and pocket erosion. The patients pacemaker, atrial, and right ventricular leads were explanted on (B)(6) 2020. A new single chamber pacemaker was implanted and connected to the existing left ventricular lead during the same procedure. Patient condition post-procedure was stable.